Manufacturer narrative:
This MDR is being submitted as part of a retrospective review and remediation effort based on enhancements made to the company¿s MDR and complaint handling processes. Capas have been opened to manage the actions that are being taken to remediate this issue and ensure any required MDR reporting is completed. The device was returned to olympus for evaluation where service confirmed the customer's complaint. During the evaluation, the insulation tip was broken off and missing. In addition, the logo on locking ring was faded. No issues with device passage and locking mechanism were found. Olympus has already had corrective actions to remediate tip fracture. A review of the device history record found no deviations that could have caused or contributed to the reported issue. A definitive root cause cannot be identified. This information is addressed in the instructions for use (IFU): ¿study this manual and other labeling thoroughly for safe handling, storage and usage, including instructions for all generators and accessories. Do not drop instruments or allow them to be struck by other objects;" do not use an instrument that fails to meet the criteria stated in the labeling or that has been damaged. Damage may result in the loss of the entire ceramic tip or fragments of the ceramic tip. If there is evidence of charring, burn spots, chips or cracks in the ceramic tip or surrounding area, do not use.¿ olympus will continue to monitor the field performance of this device.

Event description:
A user facility reported that the ceramic tip broke off during reprocessing of a scope¿s inner sheath. There was no patient injury or adverse event reported to olympus.